Manufacturer narrative:
H3, h6: the device has been returned and evaluated. Visual inspection for the returned product found one pico dressing was sealed in pouch, and 4 dressings were with no pouch, establishing a relationship between the device and the event reported. The combination of the product code and lot provided is not valid, therefore a review of the device history has not been possible. However, there are no indications to suggest that the device did not meet specifications upon release to distribution. A complaint history review found no additional events of this nature. A review of prior escalation actions found no actions applicable to the scope of this case. A manufacturing process review was carried out. Dressings are sealed in pouch, and then inspected and packaged into cartons. There is no possibility for bare dressing to be packaged into carton during manufacturing. Probable cause may include unexpected loss after distribution. A risk management review concluded that the alleged failure mode and any associated harm has been anticipated within the risk file, with no updates required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, when unpacking the devices, a pico 7 day system 10x30cm us was received with the dressing by itself, not enclosed in a sterile packaging. As this was noticed in a non-therapeutic environment, there was no patient involved.

Manufacturer narrative:
B5: describe event or problem, d1: brand name, d4: catalog# and unique identifier (ud)#.

Event description:
It was reported that, when unpacking the devices, a pico 7 10cm x 30cm was received with the dressing by itself, not enclosed in a sterile packaging. As this was noticed in a non-therapeutic environment, there was no patient involved.